Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent, abdominal pain, and "flu-like symptoms". It was reported that the patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin (intraperitoneal, discontinued on an unknown date) for peritonitis. Twenty-four (24) days after diagnosis, the patient recovered from the peritonitis. Pd therapy is ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.